Manufacturer narrative:
Csa medical personnel evaluated the actual console and found it to be operating within specifications. Medical literature references indicate that pneumothorax is a possible complication of bronchoscopy. The pneumothorax was resolved and the patient was discharged the next day. The attending physician deemed this event as not serious.

Event description:
The cryospray ablation system was used as a cryosurgical tool to treat unwanted tissue in the lung. After the first treatment, the patient presented with a right pneumothorax. Physician performed a needle aspiration and condition resolved within 24 hours. Patient was released from the hospital the following day.